Event description:
It was reported that the patient was experiencing inefficient pain therapy. The patient was prescribed with gabapentin due to severe foot pain.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.